Manufacturer narrative:
(B)(4). The investigation of the reported issue has been completed. No parts have been replaced or returned. The device logs were saved and sent for evaluation, and also, a device screen-shot picture from the time of the event was received. This showed the ventilation curves and parameter metrics. The information received stated that the patient was a premature baby. The screen-shot picture showed that no tidal volume was measured but, it also showed breathing curves and measured parameter values that confirms that breaths were given according to the preset parameters. It also showed that an expired co2 was measured ,and that oxygen was consumed indicating that there was a gas exchange/ventilation to the patient. Evaluation of the device logs confirmed frequent alarms for low expiratory minute volume during the 4 hours the reported case was on-going. The ventilation mode was pressure control. In pressure control the system delivers breaths with a constant pre-set pressure and, the volume is dependent upon the set pressure above peep (positive end expiratory pressure). The logs also showed that several cases were performed on later dates, after the event. The system check-out tests prior to, and after the event, passed without deviations. Since the system was used throughout the case, even though the alarm for low expiratory minute volume was active, our conclusion is, that the patient received the needed ventilation and gas mixture to continue the case. The cause for the reported event has not been determined, but there is no indication of a technical failure in the anesthesia system at the time of the event.

Event description:
It was reported that during patient treatment, there were no tidal volumes displayed on the screen of the anesthesia workstation. There was no patient harm reported. (B)(4).